Manufacturer narrative:
The incident device was discarded, and is not available for evaluation. If additional information pertinent to the incident is obtained, a supplemental report will be issued.

Event description:
The report stated that after the ligasure handpiece was used to seal and divide tissue the instrument would not open. The instrument had to be cut from the patient, but this caused no additional tissue damage and no bleeding. This happened with two instruments of same lot, the other instrument is reported on manufacturer report # 1219930-2007-00672. The patient has hepatitis c, so the device was discarded after surgery.